Event description:
New information was received that sixteen days later the device, lv lead and non-boston scientific rv lead were electively explanted. New leads and a device were successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) and non-boston scientific right ventricular (rv) leads exhibited high out of range impedance measurements. Upon interrogation it was noted that there were two non sustained ventricular tachycardia episodes due to noise and that the noise led to pacing inhibition of two seconds. Programming the lv lead from extended bipolar to true bipolar eliminated the out of range impedance measurements. The boston scientific sales representative (sr) was unable to reproduce any noise on the rv rate sense channel with isometrics, however noise was seen on the shock channel. No adverse patient effects were reported. This patient was noted to be pacemaker dependent. An email was sent to the sr in an attempt to obtain additional information.